Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime or a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose value was unknown at the time of the incident. The customer reported that the drive support cap appears normal or slightly indented. The customer was able to complete pump rewind. The insulin pump alarm history contained neither an e70 alarm nor more than one motor error alarm within the last 30 days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.